Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d)(ICD) exhibited non-reprodible noise on the rate/sense channel which caused pacing inhibition in this pacemaker dependent patient. The patient did not receive any inappropriate shocks. All lead measurements are stable. The rate/sense lead is a non-guidant lead.